Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified. Attempts are made to obtain the device return for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " suture needles broke off completely¿ . Please clarify what does " suture needles broke off completely¿ mean? Was the suture detached from the needle during use? Or the needle broke in pieces? Device return status/ follow up?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the suture needle broke off completely. Another like suture was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/22/2020. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.